Manufacturer narrative:
Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be determined. Considering the event description, the most probable root cause is related to the patients anatomy. It should be noted that the IFU advises the user to perform predilation prior to stent positioning.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90 percent stenosis degree) in a severely tortuous part of the distal rca. Without pre-dilatation, the lesion could not be crossed with the device. There were concerns about fraying (deformation) at the tip of the stent, so its use was discontinued. Subsequently, pre-dilatation was performed and another orsiro mission was implanted.